Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/23/2015.device evaluation: the device has been returned and evaluated by product analysis on 03/12/2015 with the following findings: the keypad cover was peeling. The contrast and ok keypad button contacts were missing. There was no contamination found under the up and down arrow keypad button contacts. Unrelated to the initial complaint, the battery compartment was cracked with evidence of moisture inside. The leak test failed due to a battery compartment leak. Also unrelated, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter alleged that the contrast and ok keypad buttons were under responsive, and the keypad cover was missing/peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.